Manufacturer narrative:
The third party service representative provided the customer with a repair quote. The customer has not provided approval for repair after four months. Therefore, the device has not been repaired and a conclusive cause for the reported problem could not be determined at this time.

Event description:
The customer contacted a 3rd party service agent to report that their device would no longer power on in ac or dc mode. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The 3rd party service agent examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.